Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, and wear abrasion. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify two crease smooth opening on anterior and opening striated in the posterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: two crease smooth opening on anterior assessed to a fold flaw opening. A striated edge opening on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.